Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition, elevated capture threshold, and rising pacing impedance. The rv lead remained implanted and was replaced (B)(6) 2025. The patient was in stable condition throughout the procedure.